Manufacturer narrative:
Investigation summary: customer returned two images. The first image features a polybag from lot 1011600 with only 4 of the intended 10 syringes in it. The second image show some minor damage to the plunger cap. A review of the device history record was completed for batch# 1011600. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of fewer syringes in a polybag than intended. Based on the images received, bd was able to confirm the customer¿s indicated failure of a damaged syringe. H3 other text : see h10.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device was notably damaged. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: damaged and short packing.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device was notably damaged. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: damaged and short packing.